Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise resulting in an auto mode switch was observed on the electrograms. The impedance trend showed one impedance lower than normal but still greater than the lower limit with no alerts. Programming changes were made. The physician will continue to monitor the lead. The patient was stable.